Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Alarm 22 is a device problem since the button got stuck when customer was attempting to bolus. It was reported that the pump indicated a data log corruption that the customer received a button alarm. The customer was attempting to quick bolus and button got stuck. Tandem technical support educated the customer to keep items from pressing on the button to prevent this alarm from occurring. Customer's blood glucose level was 170 mg/dl. Reportedly, customer continued using pump for insulin therapy.